Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other steerable guide catheter (sgc) and the clip delivery system (cds) referenced are being filed under separate medwatch MFR numbers.

Event description:
This report is being filed because the steerable guiding catheter (sgc) tip was noted to be torn, which has the potential to cause or contribute to adverse patient effects if a piece of the tip is left behind in the patient. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, and challenging patient anatomy due to flailing leaflets and sub-optimal visibility. The first steerable guiding catheter (sgc) 503124u206 was prepped before use without issue and advanced without issue; however, the sgc could not hold column and a leak was suspected. The sgc was removed and a second sgc 50417u104 was placed. The first clip delivery system (cds) was advanced without issue and the clip was deployed without issue. The second cds 50313u143 was advanced without issue; however, the leaflets were difficult to grasps due to the flailing leaflets. After approximately 4 grasps, the clip was successfully deployed without issue; however, almost immediately, a single leaflet device attachment (slda) was noted, likely due to the leaflet pathology. At this point, the gripper line could not be removed further than 3-4cm, and the gripper line separated. The sgc and the cds were removed as a single unit; however, a portion of the separated gripper line remained in the femoral vein. A small cut-down was made at the access site to cut the portion of the gripper line that was protruding; however, no attempts were made to retrieve the remaining portion of the gripper line. Upon removal of the sgc, the tip was noted to be slightly torn; thus, a third sgc was advanced. A third cds was advanced without issue and the clip was deployed without issue, treating the slda. The procedure was completely successfully, with mr reduced to 1-2, no adverse patient sequela, and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI) number: (B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history, and information provided to abbott vascular. The investigation was unable to determine a definitive cause for the reported torn sgc soft tip. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.